Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer received the following results on the mobile system within 10 minutes on two different occasions: on (B)(6) 2017, results obtained were 3.6 mmol/l and 17.9 mmol/l. On (B)(6) 2017, results obtained were 3.6 mmol/l and 17.9 mmol/l. No adverse event reported. The lot number of the test cassette could not be gathered as the cassette had been discarded at the time of the allegation being reported. Due to the test cassette being discarded, no product could be requested to be returned for product evaluation.